Manufacturer narrative:
Additional information was received which confirmed that none of the adverse events or patient deaths were associated with the medtronic devices. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Journal article details; title: preoperative inferior mesenteric artery embolization is a cost-effective technique that may reduce the rate of aneurysm sac diameter enlargement and reintervention after evar authors: michael vaillant, pierre-antoine barral, julien mancini, mariangela de masi, laurence bal, philippe piquet, and marine gaudry annals of vascular surgery 2019; 60: 85¿94 doi: https://doi.org/10.1016/j.avsg.2019.03.012. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant and talent stent graft systems were implanted in a patient group for endovascular abdominal aortic aneurysm repair. Non-medtronic stent grafts were also implanted in the patient group. The average aneurysm diameter was 53 mm.   The following adverse events were observed in the patient group: malfunctions: type I endoleak.